Event description:
There was no device failure, malfunction, or complaint reported. The pt was undergoing a mitral valve replacement procedure. Upon deflation of the endoaortic clamp balloon, there was a loss of cardiac electrical activity. An aortic dissection was diagnosed by direct inspection. The aorta was cannulated directly and antegrade cardiopulmonary bypass was initiated. With this, electrical activity returned. The aortic dissection was not repaired. The pt was successfully weaned from cardiopulmonary bypass, and was brought to the intensive care unit. The attending surgeon stated that the clinical findings are consistent with an injury that occurred distally, and propagated centrally.